Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. One piece of t3155 was returned for investigation. Serial number: (B)(6) (the date of manufacture: march 2nd, 2020). The probe was broken at 16 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches at the black discoloration area. A general rough texture was determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2.the probe was having cracks while using the device. Therefore, a force was applied to the distal end of the probe, causing the probe to break from the cracks. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The damaged device was returned by the customer. As a result of checking, we noticed that the probe was broken off. There was no patient injury reported. No further information was provided. We tried to get more information, but we couldn't get the details.